Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a procedure. It was discovered that the patient's right atrial lead was dislodged and the lead did not exhibit any electrical anomalies. The patient underwent a successful ra lead replacement procedure, the lead was explanted and replaced. The patient was stable pre and post procedure.